Manufacturer narrative:
(B)(4). The customer declined physio-control's repair offer and the device was returned to the customer in the observed condition. A conclusive cause of the failure could not be determined.

Event description:
It was reported that the device had some unspecific issues. Physio-control evaluated the device and found that it would not boot up properly. There was no patient use associated with the event.